Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: residual insulin remaining in the cartridge is unusable.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by clinical support and reportedly the customer was using cold insulin and reusing insulin. Clinical support informed customer that using cold insulin and reusing insulin is off label per the tandem user guide. Customer changed pump supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.